Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:"date inratio lab (B)(6) 2015 1.2 ---(B)(6) 2015 --- 2.0patient self tester's therapeutic range: 2.0-3.0.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.